Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer reported that the monopolar energy would not deliver, and they had errors of m-31 c-00, m-02, and c-00 on their erbe. Prior to calling, the customer had swapped the energy cable, instrument, and power cycled the erbe with no change. The customer stated that the bipolar works but the monopolar displays question marks when connecting the green monopolar cable to the erbe. The technical support engineer (tse) confirmed c-82 and m-02 in system logs. The tse walked the customer through a power cycle of the erbe, opening a 3rd green monopolar energy cable and swapping the instrument from universal surgical manipulator (usm)4 to usm2 with no change. The tse assisted the customer with connecting the force triad to proceed with their case. The force triad was functioning with monopolar and not bipolar when the customer moved to end the call. The customer proceeded with their case. Customer has requested fse follow up asap as they have case(s) scheduled for tomorrow the procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation was confirmed and reproduced the reported failure. The unit was placed on an in-house system and was run in normal mode. No image or procedure video was provided for review. A log review confirmed the procedure date of 4/21/2022 on system sk1749. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system error: 25913: iesu error: c-82 - system error. Sio protocol length error. 25913: iesu error: m-02 - module timeout (a module didn't send its status message within the expected time. 25920: erbe energy activation halted by an instrument or instrument cable connected to the lower monopolar port on the erbe while using the cut function. 25913: iesu error: c-82 - system error. Sio protocol length error. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.